Manufacturer narrative:
Pt. Identifier. Correction from na to unk. Age/date of birth. Correction from na to unk. Weight. Correction from na to unk. (B)(4). Additional information provided by the customer indicates they may have released the load for use on patients prior to reprocessing. Multiple follow ups have been sent to the customer requesting load status clarification, however, the customer has been unresponsive. No reports of injury or harm have been reported. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), and product return, retains analysis and concomitant product evaluation. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 02/17/2017 to 04/28/2017 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Product evaluation/visual analysis was not performed since the complaint product was not available for evaluation. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. No problem was found with the sterrad® nx unit. The fse serviced the unit and confirmed that it was working within specifications. Additionally, the customer indicated that the subsequent two bis were negative. DHR review of the sterrad® unit found no anomalies that would contribute to the reported issue at the time of release. It is unlikely that the suspected positive bi was caused by a manufacturing issue in the cyclesure® product since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found lot trending analysis result for suspect positive bi was trending not exceeded. The customer was unresponsive to multiple attempts to obtain additional information and suspect bi was not returned for analysis and could not be evaluated for user error. As such there is insufficient information for investigation. An issue with the sterrad® performance is also unlikely since no problem was found with the sterrad® nx unit and the fse confirmed that it was working within specifications. Additionally, the customer indicated that the subsequent two bis were negative. Unit DHR review found no anomalies that would contribute to the reported issue at the time of release. Should additional information or the complaint product be received at a later date, the complaint will be re-opened for evaluation of the event. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad nx cycle. Two (2) subsequent bis were both negative. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.